Event description:
Phlebotomist received a needlestick injury in 2002. Phlebotomist claims the safety lok did not work. The needle then came back and stuck the right index finger. The pt ws hepatitis c positive. Meds for hiv and baseline testing for hiv and hepatitis.